Manufacturer narrative:
Initial reporter complete facility name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when it was time for exchange, the health professional tried to drain the water and pull it out from the foley catheter, but the water didn't fall out. After waiting a little while, the water drained and I was able to pull it out.